Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was detected no deviation from the IFU in the user¿s reprocessing procedure. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(6) for evaluation. In the evaluation of (B)(6) the following was confirmed: the control section had leakage. The light guide lens had been discolored and cracked. The cover glasses glue of the light guide lens and the objective lens had been porous. The light guide had been yellowish. The distal end cap had been damaged. The bending section had been deformed. The connecting part of bending section and insertion tube had been third party repair and the distal end had been rotatable. The control section had been worn out. The air/water cylinder and the suction cylinder had been worn out. The remote switches had leakage. The universal cord had been kinked. (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]: suction channel: microbacterium sp, stenotrophomonas maltphilia and brevibacterium casei (the total cfu of the microbacterium sp, stenotrophomonas maltphilia and brevibacterium casei is >2500 cfu). [Second time; (B)(6) 2020]: suction channel: microbacterium oxydans and candida tropicalis (the total cfu of the microbacterium oxydans and candida tropicalis is 100 cfu/ml). Instrument channel: brevibacterium casei. [Third time; (B)(6) 2020]: instrument channel: microbacterium sp (1 cfu/ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.